Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for difficult to remove protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device unpackaging and prior to use the 4.0 x 12 mm nc trek protective sheath met resistance and could not be removed from the balloon. A non-abbott balloon dilatation catheter (bdc) was used in the procedure. There was no patient involved with the nc trek; the device was not used. No additional information was provided.